Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system (rlt311417j/14773929). All the endoprostheses were successfully implanted, and the patient tolerated the procedure. On (B)(6) 2017, a type-b aortic dissection was revealed with its primary entry tear present in the distal aortic arch. Also, the proximal portion of trunk-ipsilateral leg component was compressed due to increase in false-lumen pressure, causing ischemia to the lower extremities. On the same day, an axillo-femoral bypass procedure was performed to restore blood flow to the lower extremities. Later follow-up study revealed that the compression of trunk-ipsilateral leg component has been improving.